Event description:
Customer reported micropore tape was applied to patch testing samples located on her back. Reported redness, burning, severe itching, inflammation and blisters occurred everywhere the tape touched her skin. Reported reaction was treated with rx elcon mometasone furoate 0.1% ointment and reaction took about 4 days to resolve and start feeling better. Reported blisters have resolved and only scabs remain.

Manufacturer narrative:
Lot number reported as 2017-05-b1. B1 is not used for identification of micropore lot numbers. Requested clarification on the lot number provided. Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed.